Manufacturer narrative:
Results: the cat6 was kinked throughout its length (figure 1), with multiple severe kinks located approximately 33.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked throughout its length. This damage likely occurred due to forceful manipulation of the cat6 against resistance during insertion into a sheath. The root cause of the initial resistance could not be determined. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was using undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6s). During the procedure, while attempting to advance a cat6 over a guidewire through a non-penumbra sheath, the cat6 was very snug and started to kink at the sheath as the physician was advancing the cat6; therefore, the cat6 was removed. The procedure was completed using a second cat6 and a new sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to section to remove "figure 1" from it. Results: the cat6 was kinked throughout its length, with multiple severe kinks located approximately 33.0 cm from the hub.